Event description:
An aneurx stent graft system was successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently the vessel morphology was reported as there is disease progression, moderate aortic neck angulation and tortuous iliac arteries. It was reported that the pt presented for a routine follow-up and the CT demonstrated that the stent graft has migrated 5 cm with a proximal type 1 endoleak. The physician implanted 4 proximal aortic cuffs, two 28 mm aneurx cuffs and two 30 mm talent cuffs. After looking at the iliac limb on the left side it was extended a 16x5.5 iliac limb as a precautionary measure. There was no endoleak distally. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: migration, endoleak. Disease progression, moderate angulation of the aortic neck and tortuous iliac arteries.